Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that two patients with paroxysmal atrial fibrillation underwent radiofrequency ablation and suffered mild fluid overload requiring diuretic therapy. All patients recovered after an effective medical treatment. Title: ¿left atrial function, inflammation, and prothrombotic response after radiofrequency ablation for atrial fibrillation.¿ the purpose of this study was to investigate the time course of la function and inflammation after radiofrequency (rf) ablation for paroxysmal af. Fifty-three (53) patients were enrolled in this study. Lasso nav eco catheters were used in this study, however catalog and lot number were unknown.